Manufacturer narrative:
AN EVENT OF DEVICE DEFORMITY WAS REPORTED. A RETURNED DEVICE ASSESSMENT COULD NOT BE PERFORMED AS THE DEVICE WAS NOT RETURNED FOR ANALYSIS. FIELD PROVIDED THREE IMAGES AND THREE VIDEOS SHOWING THE COBRA DEFORMATION. THE DEVICE BATCH/LOT NUMBER WAS NOT PROVIDED, AND THEREFORE THE DEVICE HISTORY RECORD AND LOT-SPECIFIC SIMILAR COMPLAINT COULD NOT BE REVIEWED. BASED ON THE AVAILABLE INFORMATION, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED. THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH RESPECT TO MANUFACTURE, DESIGN, OR LABELING.

Event description:
N/A

Event description:
It was reported that on (b)(6)2025, a 36mm Amplatzer Septal Occluder was chosen for implant using a 12F Amplatzer TorqVue Delivery System. The intracardiac echocardiogram (IE) measurements were performed to determine the size of the device, obtaining a measurement of the defect of 32.6 mm, with a mobile posterior border and a deficient aortic border. During procedure, when the first disc came out, it had a ¿cobra¿ effect. The device was removed and placed in warm solution to recover its original shape and the process was repeated two more times, however it continued to have a cobra effect, so it was decided to place a different device. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 32mm Amplatzer Septal Occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity was not confirmed. The device was returned to the lab, and the device met functional specifications. Field provided three images and three videos showing the cobra deformation. The Device History Record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2025, A 36MM AMPLATZER SEPTAL OCCLUDER WAS CHOSEN FOR IMPLANT USING AN UNKNOWN DELIVERY SYSTEM. THE INTRACARDIAC ECHOCARDIOGRAM (IE) MEASUREMENTS WERE PERFORMED TO DETERMINE THE SIZE OF THE DEVICE, OBTAINING A MEASUREMENT OF THE DEFECT OF 32.6 MM, WITH A MOBILE POSTERIOR BORDER AND A DEFICIENT AORTIC BORDER. DURING PROCEDURE, WHEN THE FIRST DISC CAME OUT, IT HAD A ¿COBRA¿ EFFECT. THE DEVICE WAS REMOVED AND PLACED IN WARM SOLUTION TO RECOVER ITS ORIGINAL SHAPE AND THE PROCESS WAS REPEATED TWO MORE TIMES, HOWEVER IT CONTINUED TO HAVE A COBRA EFFECT, SO IT WAS DECIDED TO PLACE A DIFFERENT DEVICE. THE DEFORMED DEVICE WAS NEVER RELEASED FROM THE DELIVERY CABLE WHILE INSIDE THE PATIENT. THERE WAS NO REPORT OF ANY INTERACTION WITH CARDIAC STRUCTURES DURING DEPLOYMENT AND NO REPORT OF ANY ANGULATION/KINK NOTICED WITH THE DELIVERY SYSTEM. A NEW 32MM AMPLATZER SEPTAL OCCLUDER WAS CHOSEN AND COMPLETED THE PROCEDURE. THE PATIENT REMAINED HEMODYNAMICALLY STABLE THROUGHOUT THE PROCEDURE. THERE WAS NO CLINICALLY SIGNIFICANT DELAY IN PROCEDURE AND NO ADVERSE PATIENT EFFECTS. THE PATIENT WAS REPORTED STABLE.

Manufacturer narrative:
THE DEVICE IS EXPECTED TO BE RETURNED FOR INVESTIGATION. IT HAS NOT YET BEEN RECEIVED. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
N/A

Manufacturer narrative:
AN EVENT OF DEVICE DEFORMITY WAS REPORTED. A RETURNED DEVICE ASSESSMENT COULD NOT BE PERFORMED AS THE DEVICE WAS NOT RETURNED FOR ANALYSIS. FIELD PROVIDED THREE IMAGES AND THREE VIDEOS SHOWING THE COBRA DEFORMATION. THE DEVICE HISTORY RECORD WAS REVIEWED TO ENSURE THAT EACH MANUFACTURING AND INSPECTION OPERATION WAS PERFORMED, AND THE PRODUCT MET ALL DEFINED MANUFACTURING SPECIFICATIONS. BASED ON THE AVAILABLE INFORMATION, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED. THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH RESPECT TO MANUFACTURE, DESIGN, OR LABELING.